Manufacturer narrative:
(B)(4). Conclusion codes: 67, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and enterocele. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a mesh removal surgery on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
Date sent to FDA: 07/21/2017 additional patient codes: (B)(4)- hematuria, (B)(4)- urinary retention, (B)(4)- urgency additional narrative: it was reported that following insertion the patient experienced hematuria, urinary retention, occasional urgency.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.